Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery. This report is filed march 17th, 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies with device use subsequent to sustaining a head trauma. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as per the date of this report, (B)(6) 2014.